Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (99% stenosis degree) in a moderately tortuous segment of a lad bifurcation. After the device had been inserted into the hemostatic valve, it could not be advanced any further, so the stent delivery system was removed. When attempting to advance a balloon, it became apparent that the stent had become dislodged in the hemostatic valve. The stent was removed from the valve, and the procedure continued without any harm to the patient.